Event description:
Alleged multiple varied injuries. Follow-up findings: unsubstantiated by a health professional. Outcome: undetermined.

Manufacturer narrative:
Evaluation of the device, reportedly the subject of this alleged event, found marks and cuts on the solid chin device that appeared to have been caused by surgical instrumentation. There was no indication of device non conformance or failure. The causal relationship of the unsubstantiated multiple varied injuries alleged in this legal claim cannot be determined through device analysis.